Event description:
The complainant reported an (B)(6) male patient presenting with high risk percutaneous coronary intervention for impella support. During support, the patient developed an access site bleed that required a blood transfusion. The patient also exhibited ventricular fibrillation and required a direct cardioversion.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an 85 year old male patient presenting with high risk percutaneous coronary intervention for impella support. During support, the patient developed an access site bleed that required a blood transfusion.

Manufacturer narrative:
B5: we have corrected this section to exclude the report of ventricular fibrillation requiring cardioversion as it was listed in error. H6: please disregard health effect - clinical code 2130 and health effect - impact code 4641 as these were made in reference to the erroneous reporting of ventricular fibrillation.

Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. Impella cp with smartassist for use during cardiogenic shock and high risk cpi instructions for use for the related event are as follows: section: cleaning. ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir.". ¿clean the connector cable with 70% isopropyl alcohol.¿ corrected information for the follow-up number 1 MFR 1220648-2022-01512 was provided in sections b1, b5, d6, h1, and h6. B(5): we have corrected this section to exclude the report of access site bleed requiring a blood transfusion as it was listed in error. H(6): please disregard health effect - clinical code 1888 and health effect - impact code 4643. Medical device problem code 2993 as these were made in reference to the erroneous reporting of access site bleed.

Event description:
During support of the impella cp, there seemed like there was a purge liquid leakage. There was not any obvious damage from the outside. Although they wiped the leakage around the pressure reservoir, leakage occurred again so purge liquid leakage was suspected. There was no change of purge pressure and flow. The impella was removed and intra-aortic balloon pump (iabp) was performed to the patient, and was taken back to intensive care unit ICU where the impella was again.